Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. The customer reported going to the emergency room (ER) on (B)(6) 2015 with elevated blood glucose (bg) levels reaching 530 mg/dl. The customer was treated with insulin via the pump. Reportedly, the customer was not admitted into the hospital and was released from the ER on (B)(6) 2015 with a bg level of 289 mg/dl. The customer called tandem again on (B)(6) 2015 indicating that they were admitted into the hospital on (B)(6) 2015 and that they were treated with insulin drip. The customer had changed the insulin vial, cartridge, and infusion set tubing/site once they arrived at home on (B)(6) 2015. Reportedly, the customer had recently be taking steroid medication.